Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this tachy lead was not successfully implanted due to placement difficulty. Moreover, the physician thought that the lead was not properly transferring torque to extend helix. This lead was never in service. No adverse patient effects were reported.